Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title in probes we trust? Saturation accuracy between two oximeter probes and arterial blood gas in a pediatric intensive care unit source ochsner journal 17 (e60), 2017. Article number: 102. Date of publication: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was concluded that despite overall good statistical agreement between spo2 and abg, the results indicated an unacceptable 10% spo2s overestimated abg by greater than 5%. It was reported that an urgent improvement of the technology is needed. Patient involvement and outcome is unknown.